Event description:
The customer reported noticing that the rinse cup manual mode of the coulter lh 780 hematology analyzer had broken off when the instrument was turned on after maintenance was performed. The customer stated that 10 ml of fluid leaked in the instrument's drip tray and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a broken probe wipe waste block which was draining fluid into the waste tray. The fse replaced the probe wipe assembly to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a broken probe wipe waste block. (B)(4).